Event description:
It was alleged that a patient received a questionable result when testing with coaguchek xs meter serial number (B)(6). A sample from the patient was tested using the meter at 10:22 a.m., resulting in a value of 7.7 inr. Within 4 hours of meter testing, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 4.54 inr. The patient's warfarin dosage was decreased by 1 mg. Daily to 3.5 mg. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is twice per week.

Manufacturer narrative:
The customer's test strips were requested for investigation. The customer¿s strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.7 inr, qc 2: 2.8 inr, qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods" h3: na.